Event description:
It was reported that prior to a transcatheter aortic valve intervention (tavi), pre-close placement of the sutures was attempted in a moderately tortuous and mildly calcified common femoral artery (cfa) using prostar xl devices. Reportedly, during deployment of the initial prostar xl device through a 6-french sized access site, the device was placed in the vessel and the needles were deployed. The needles were cut away from the suture. When the sutures were harvested from the distal end of the barrel, only three of the four ends of the suture were present. The suture with two ends was left in the deployed location in the vessel. A second prostar xl device was deployed with the same results. The device was placed in the vessel; the needles were deployed and cut away from the suture. When the sutures were harvested from the distal end of the barrel, only three of the four ends of the suture were present. Each time the same suture end was not present when the sutures were harvested. The suture with two ends was left in the deployed location in the vessel. One suture from the first device and one suture from the second device were available for vessel closure. The access site was upsized to 18-french. The tavi procedure was performed; however, the patient became unstable and expired on the table before the closure of the cfa took place. The physician stated that the death of the patient was not related to use of prostar xl device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure due to the prostar xl devices. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other prostar xl device, referenced was filed under a separate medwatch manufacturer report. Mild calcification was reportedly present at the common femoral artery access site. The prostar xl device instructions for use state under the special patient populations section that the safety and effectiveness of the prostar xl pvs system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: indication for use: per instructions for use for prostar xl: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device was returned for evaluation. The needles and sutures were not returned which could have aided in the investigation; therefore, the reported complaint cannot be confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that prostar device was deployed through a 6-french sized access site. Per instructions for use under the indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the information reviewed, there is no indication of a product deficiency. Additionally, one unused, sterile prostar xl device, with the same part number and lot number as the complaint device, was returned for evaluation. Visual inspection and functional testing was performed on the returned device and the device passed with acceptable results. The device performed according to specifications. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.